Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, the healthcare provider (hcp) and a manufacturer representative (rep). It was reported that the patient was last able to successfully recharge the ins the last week of (B)(6) 2018. It was confirmed the ins had gone into overdischarge. No symptoms were reported to be associated with the ins rapidly discharging and the loss of telemetry. The patient met with the rep on (B)(4) 2018 and a trickle charge was performed, and the patient was then able to charge their ins. A power on reset (por) occurred but was resolved. The patient was advised to continue charging the ins to full and then to keep it as close to a full charge as possible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator has been depleting very rapidly for a while now (confirmed as starting in (B)(6) 2018). If she charges the implantable neurostimulator completely, it only lasts two days. At the time of the report, she was getting the reposition antenna screen on her implantable neurostimulator recharger and poor communication on her patient programmer. Her patient programmer and implantable neurostimulator recharger would not communicate with the implant. The patient had been seeing these screens starting on (B)(6) 2018. There were no patient symptoms or complications reported.